Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported that they have severe pain in their shoulder so their hcp ordered an MRI. The patient mentioned that they had a CT scan with dye, but the results did not show the hcp what they needed to see, which was why an MRI was ordered. However, the MRI facility told the patient that they could only have an MRI of their head/brain because they have a broken lead from their previous ins (the patient did not know the model number of the broken lead). The patient thought their managing hcp might have mentioned something about the broken lead when they had their current ins implanted, specifically that they couldn't get to the lead or reach it, and that a general surgeon would need to remove it. The patient told their managing hcp what the MRI facility told them about the broken lead, and the doctor did some investigating and was told that because of the size of the lead, the lead should not interfere with the MRI. The MRI facility then told the patient that regardless of whether the broken lead was implanted or not, they were only eligible for head/brain MRI. Agent reviewed that the patient could use their smart programmer to activate MRI mode to determine MRI eligibility, but the patient wasn't sure where their smart programmer was at the time of the call. The patient said their hcp will "keep guessing doing shots" and giving the patient medication because they cannot determine the source of the shoulder pain until the patient can get an MRI. The patient was redirected to their hcp to further address the issue. The patient said they already called their hcp and are waiting for a call back. The patient mentioned relevant medical history which included that a mdt rep checked their ins at an appointment because they weren't sure if the ins was turned on. The patient said their handset wasn't charged, so the rep got them a different one.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.